Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced difficulty initiating a dexcom g7 continuous glucose monitor (cgm) sensor session when no warmup notification appeared after entering the sensor code; after guidance to toggle settings and re-enter the code, the user received the expected warmup notification, with no alerts or alarms reported. No adverse clinical symptoms reported. Outcomes included no impact on health. User support included user education and troubleshooting steps focused on sensor pairing and setup workflow. Investigation of this case revealed that the issue was consistent with an initial pairing or setup inconsistency that resolved after reconfiguration, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or use-related bluetooth interruption.